Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned; however a review of the device history records was performed and no complaint related issues were found. Device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
It was reported that during a grade I-ii spondylolisthesis at l5/s1 it was noted that the 3-d head was loose. It was when the locking screw was finally tightened it was established that the 3-d head was loose. The head became detached from the screw and the locking cap was destroyed during an attempt to release it. The blue bug screw could not be tightened onto the other screw. This is report 3 of 3 for complaint (B)(4).